Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and observed visible foam particles inside the blower kit and noted blower foam degradation. Additionally, the service technician also noted dust and fluids contamination, and no error codes were found. The device was scrapped by the service center after the evaluation was completed